Manufacturer narrative:
Maquet cardiopulmonary ag will not be able to obtain the product back for investigation, for the product was discarded by the hospital. Therefore, we will not be able to confirm the failure. Based on the failure description receive from the hospital, the most probable root cause is delamination of some gas fibers from the polyurethane potting area. (B)(4) has initiated a CAPA process ((B)(4)) to address the appropriate corrective and preventive action. The most probable root-cause will be tracked through (B)(4), as well as continous monitoring of upcoming complaints for trends. Additional info: the product mentioned is a tubing set and the included affected component has the contributing design function of the quadrox-ICD which is registered under 510(k): k1011153.

Event description:
It was reported that during ECMO a leak was noted at the gas exhaust port of the device. No leak was observed during priming. The leak stopped at a later point. The therapy continued. ECMO - extra corporeal membrane oxygenation. (B)(4).